Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2019.

Event description:
It was reported that an atrial lead warning was noted for low impedance on the right atrial (ra) lead.  The lead remains in use. No patient complications have been reported as a result of this event.  No patient complications have been reported as a result of this event.